Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory it was noted that the complete lead was returned severed in two segments at approximately 12 cm from terminal pin. The extracting stylet remained stuck inside the distal segment. Visual inspection showed that the insulation had abraded through exposing outer coils at 2 to 3 cm from tip. Analysis noted that the abrasion was smooth and spiral which may indicate lead-on-lead contact.

Event description:
Boston scientific received information that the right atrial (ra) lead exhibited high threshold measurements that results in loss of capture. There was also functional undersensing issues on the ra channel due to the atrial refractory period along with farfield oversensing which led to inappropriately stored atrial tachy response (atr) episodes. The lead was explanted almost 10 years later during a normal device change out procedure due to continued high threshold measurements, however it was noted that there was capture at the time of change out . No adverse patient effects were reported.